Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed. The noise also appeared on the right atrial (ra) lead, but had smaller amplitudes and was only occasionally oversensed. It was possible the noise was external. The physician planned to see the patient in the clinic for review, to evaluate the ra and rv leads. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.